Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire fsr evaluated the ventilator and found that when vent was set to 21% o2, it was delivering 28%. Fsr replaced the blender and performed operational verification procedure and user verification tests. All values were within manufacturer's specifications.

Event description:
The customer reported that their vela ventilator is down and requesting for a repair. There is no patient involvement associated with this event.